Manufacturer narrative:
Correction to a4: patient weight was requested but not provided. Manufacturer's investigation conclusion: a direct correlation between the reported event and heartmate 3 lvas (left ventricular assist system), serial number (B)(6), could not be conclusively determined through this evaluation. The controller event log file contained events spanning from 15aug2023 to 17aug2023. The pump appeared to have been operating as intended at the fixed speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, serial (B)(6). The heartmate 3 left ventricular assist system instructions for use (IFU), rev. C, contains the following information: section 1 outlines potential adverse events, including cardiac arrhythmia, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU lists cardiac arrhythmia as a potential late post-implant complication that may be associated with the use of heartmate 3 left ventricular assist system. Section 7 of the IFU outlines all visual/audible alarms and the action(s) to take in the event one occurs. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced dizziness accompanied by supraventricular tachycardia. The patient had anti-tachycardia pacing after which they returned to a sinus rhythm. A review of the log files revealed a transient low-flow event with an elevated pulsatility index (pi) on (B)(6) 2023.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.